Manufacturer narrative:
Based on supplier investigation, the device history record could not be reviewed as lot number was not provided. No sample was provided for evaluation. A historical review of product (B)(4) was completed from 03-01-2017 to 05-02-2019. This is the only reported issue describing irritation from the adhesive on the drape. After evaluation we can describe as follows: all operators are certified in their respective operations and the operators or the quality inspector did not identify this condition during their process and continuous inspection. The drape is made with qualified, tested, and approved materials and was made to meet with their specification requirements. Based on the limited information available at this time and no product sample provided, the root cause could not be determined. If a sample is provided at a later date, the investigation will be re-opened, and an addendum report will be provided.

Event description:
The customer reported that a patient developed a red rash and severe itching on the abdomen from the adhesive on the minor procedure drape (B)(4) from the hernia pack (B)(4). The procedure performed was a hernia repair. Dexamethasone cream was prescribed and an over the counter antihistamine. The patient is now doing well with only mild residual redness.